Event description:
Bayer case number:(B)(4). One of them broke during the procedure; a fragment remains in her body [device breakage] started getting unusual pain [pelvic pain female] headaches [headache] constant fatigue [chronic fatigue] her health progressively deteriorated [general physical health deterioration] case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("one of them broke during the procedure; a fragment remains in her body") and pelvic pain ("started getting unusual pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), headache ("headaches"), fatigue ("constant fatigue") and general physical health deterioration ("her health progressively deteriorated"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, general physical health deterioration, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect the most recent follow-up information incorporated above includes data received on: 12-may-2025: event injury is replaced with pelvic pain. New events device breakage, fatigue, headache & health progressively deteriorated were added. Essure insertion & removal dates are added. Action taken with drug updated. Further company follow-up with the healthcare professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One of them broke during the procedure; a fragment remains in her body [device breakage]. Started getting unusual pain [pelvic pain female]. Headaches [headache]. Constant fatigue [chronic fatigue]. Her health progressively deteriorated [general physical health deterioration]. Case narrative: this spontaneous case describes the occurrence of device breakage ("one of them broke during the procedure; a fragment remains in her body") and pelvic pain ("started getting unusual pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), headache ("headaches"), fatigue ("constant fatigue") and general physical health deterioration ("her health progressively deteriorated"). The patient was treated with surgery (hysterectomy). Essure was removed in 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, general physical health deterioration, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-may-2025: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) one of them broke during the procedure; a fragment remains in her body [device breakage], started getting unusual pain [pelvic pain female] , headaches [headache] , constant fatigue [chronic fatigue] , her health progressively deteriorated [general physical health deterioration]. Case narrative: this spontaneous case describes the occurrence of device breakage ("one of them broke during the procedure; a fragment remains in her body") and pelvic pain ("started getting unusual pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), headache ("headaches"), fatigue ("constant fatigue") and general physical health deterioration ("her health progressively deteriorated"). The patient was treated with surgery (hysterectomy). Essure was removed in 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, general physical health deterioration, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect the following amendment was made: upon internal review primary reporter other health processional has been changed to other. No new follow-up information was received from the reporter. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One of them broke during the procedure; a fragment remains in her body [device breakage], started getting unusual pain [pelvic pain female], headaches, constant fatigue, her health progressively deteriorated [general physical health deterioration]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("one of them broke during the procedure; a fragment remains in her body") and pelvic pain ("started getting unusual pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. Essure was removed in 2020. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain (seriousness criterion hospitalisation), headache ("headaches"), fatigue ("constant fatigue") and general physical health deterioration ("her health progressively deteriorated"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue, general physical health deterioration, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon internal review, it was identified that case (B)(4). (Bfr-2020-fr-002216) and case (B)(4) (bcz-2025-fr-001823) are duplicates of each other. All the information from this case has been transferred to (B)(4). Hence, this case has to be nullified from argus database. Nullification reason: duplicate case identified with fu information. 27-jun-2025: no new information. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.